Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced poor aspiration during a procedure. The system was replaced and the procedure was completed with no harm to the patient. After the procedure, a crack was found on the irrigation connector to the hand piece. The product sample was retained. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The used returned sample was visually inspected and no obvious defects were found. Both the white and the blue luers were visually inspected to look for cracks and none were found. The cassette was functionally tested and it was able to prime and tune with no issues. The root cause of the customer's complaint could not be established. (B)(4).